Manufacturer narrative:
The reported event of r-wave amplitude variation was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. Electrical tests did not find any indication of conductor fracture or internal shorts. Visual and x-ray examination did not find any anomalies on the lead.

Event description:
Related manufacturer report number: 2017865-2023-23393 it was reported that the patient presented for revision of the right ventricular (rv) lead due to r wave sensing variation. Prior to the procedure a device interrogation revealed episodes of noise reversion caused by right atrial (ra). During the procedure an insulation breach was observed on the ra lead. Both leads were successfully explanted, and the rv lead was replaced. The patient was stable before, during, and after the procedure.